Event description:
It was reported that this this right atrial (ra) lead was explanted due to high capture thresholds. No additional information is available at the moment. No additional adverse patient effects were reported.